Event description:
Mesh implanted 02. Patient received second surgery in 06 after presenting with abdominal pain. Exploration found infection and small bowel perforation at the edge of the mesh. Operative report attached.